Event description:
It was reported through a remote transmission that the patient's right atrial lead exhibited over-sensing of far r-wave resulted in inappropriate mode switch episodes. The patient had no adverse consequences.